Event description:
The ventilator was connected to the pt. The customer reports that the working pressure erratically jumped from 60 cm h20 to 120 cm h20. There was no pt injury, no alarms were activated.